Manufacturer narrative:
It was reported that on the left shoe the top rigid counter end plastic piece is protruding and it caused and ulcer on the patients heel. Patient saw the podiatrist regarding this injury. The shoe has not been returned for evaluation, the complaint could not be confirmed. The root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that on the left shoe the top rigid counter end plastic piece is protruding and it caused and ulcer on the patients heel. Patient saw the podiatrist regarding this injury.